Event description:
Per the clinic, the patient experienced lack of progress and poor performance with the device use. Tim measurement suggested a possible tip foldover. Open circuits were also noted on 3 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.